Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that no movement was available. Review of log files showed that the system had geometry post errors. The fse replaced the z rotational potentiometer and performed calibration with functional test. After which, the system was returned to use in good working order. The potentiometer assy has been returned for analysis and investigation confirmed twisted potentiometer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue frontal stand movements did not work was not in clinical use. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that there were no c-arm movements available on the azurion device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.